Event description:
It was reported that the patient had the inflatable penile prosthesis removed as the patient could not inflate the device. A new inflatable penile prosthesis was implanted. The patient was in good condition after the surgery. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed as the patient could not inflate the device. A new inflatable penile prosthesis was implanted. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected, examined using a microscope, and functionally tested. The pump kink resistant tubing (krt) was worn down to the filament. The pump (krt) was trimmed down to approximately equal length prior to functional testing. The pump was functionally tested and performed within specification. The ams700 inflatable penile prosthesis (ipp) cylinders were visually inspected, leak tested, pressure tested and examined using a microscope. Both cylinders had wear at folds in the middle and in the proximal cylinder bodies. Cylinder 1 had a leak in the proximal cylinder body that was the result of a sharp instrument damage which probably occurred during the explant surgery and will be considered a secondary failure. Cylinder 1 was not pressure tested due to the leak that was identified. Cylinder 2 passed the leak and pressure tests performed. The ams700 inflatable penile prosthesis (ipp) flat reservoir was visually inspected, leak tested and examined using a microscope. There was a hole which led to a leak at corner of a fold that was the result of fatigue in the reservoir shell. Product analysis identified device a malfunction with the returned reservoir.